Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that there was a crack on the pump touch screen. Reportedly, the reason for the cracked screen was unknown. There was no known impact to the customer's blood glucose level. The customer would continue to use the pump for insulin therapy.